Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ sp saline syringe plunger was differently sized than normal and difficult to move. The following information was provided by the initial reporter: " was there patient harm? No. Failure notes/ details we are aware of certain lot numbers being defective on the saline flushes. Now we can add these to the list. The size of the actual plunger is different from our old ones, and this appears to be the problem."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-sep-2023. H6: investigation summary: it was reported the plungers stick and are difficult to push. To aid in the investigation, five samples were received for evaluation by our quality team. Three samples were empty with no packaging flow wrap and two samples were in the packaging flow wrap. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. A device history record review was completed for provided material number 306547, lot 3214828. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be determined.

Event description:
It was reported that the bd posiflush¿ sp saline syringe plunger was differently sized than normal and difficult to move. The following information was provided by the initial reporter: " was there patient harm? No. Failure notes/ details we are aware of certain lot numbers being defective on the saline flushes. Now we can add these to the list. The size of the actual plunger is different from our old ones, and this appears to be the problem."